Manufacturer narrative:
Combination product: yes. The device was received for analysis. Explant date is currently unknown. Upon receipt, the lead was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation was found rubbed through in the distal end region. In this region the conductor cable leading to the rv shock coil was found damaged, which can be assumed to be the root cause of the observed high shock impedance. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Additionally, the fixation helix was found stretched. The deformation most likely occurred during the extraction procedure due to tensile stress. The quality documents accompanying the manufacturing process for the device was re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that shock impedance was elevated, out of range (> 150 ohm). A lead revision procedure is being scheduled. Additionally, a rise in pacing threshold was noted. Pacing impedance remained stable. No noise was detected on either channel.the patient failed to present to the clinic as requested by staff on two separate occasions, in march and april. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.